Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 542 mg/dl at the time of incident. The customer does want to troubleshooting. The customer stated that reservoir was at red low alert. Customer stated that the insulin pump passed self test and displacement test. The insulin pump will not be returned for analysis.